Event description:
It was reported that there were no delivery alarms. The blood glucose reading was not given. The patient's mother was advised to remove the reservoir, rewind the insulin pump and run a manual prime test. The customer's mother stated that she was not using a serter for the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.